Event description:
It was reported that the health care provider (hcp) accidently deployed one end of the collet while trying to connect the other end. Another kit was opened for another connector. No adverse patient effects occurred. It was further suggested that the connectors come in a smaller kit or the 8784 kits have two connectors. Reportedly, the small connectors can be easily dropped or lost when opening the package or accidentally deployed that an extra connector would be useful rather than wasting another whole kit. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8784, serial# unknown, product type catheter; product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).